Event description:
Physician utilized a 6f starclose to close an antegrade arterial puncture of left iliac. During recovery, the pt exhibited signs and symptoms of a retroperitoneal bleed. The pt was taken to surgery. The arterial puncture site was found open, the site was repaired/closed surgically. The nitinol clip of the starclose was found distal to the site and loose.